Event description:
A medtronic representative received a report from a site that, while in a spine procedure, they were not able to activate their empty image during a 2d c-arm procedure. The site reported that they could barely see the dots on the empty. As this occurred post-incision, the surgeon opted to discontinue the use of the navigation system and continued the procedure using fluoro. In trouble-shooting, recommendations were made to the surgeon to change technique and to confirm there was nothing in the imaging field. The surgeon completed the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Correction: the following statement on the initial MDR was inadvertently left off of the submission: no parts have been received by the manufacturer for evaluation." The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. Per the reported event, "they reported that they could barely see the dots on the empty" of which use error is suspected to be the most likely cause. Recommendations were made to the site staff with regards to changing their technique and ensuring nothing is in the imaging field.